Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue was that the 8110 was failing the pressure calibration / accuracy test due to pressure sensor board assembly. The customer let biomed consider sending a unit in for factory repair due to an issue that could be a faulty pressure sensor board assembly or faulty logic board.

Event description:
It was reported that the 8110 was failing pressure calibration / accuracy test. There was no patient involvement.